Manufacturer narrative:
Section d information references the main component of the system and the other applicable components are: product ID 3889-33 lot# va0tfcw serial# implanted: explanted: product type lead conclusion code 22 and device code (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the device malfunction was lead migration.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0tfcw, explanted: (B)(6) 2017, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. A device failure malfunction was reported. Troubleshooting included having a revision. No symptoms were reported. No further complications were noted or anticipated

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 (B)(4) showed no significant anomalies and passed final functional testing. Laboratory functional testing/output was performed at the distal end of the returned lead attached to the ins and showed good, stable output was observed on all electrode pairs as received. The telemetry was determined to be acceptable. It was noted that a short was identified between circuits #0 and #3. Analysis of the lead model 3889-28 lot # va0tfcw showed no significant anomalies. A short was identified between #0 and #3 conductors in the body of the lead, consistent with explant damage. Electrical testing of the lead determined the continuity was complete. When good, stable output was observed on all electrode pairs referenced to the case electrode. The distal end of the lead stretched and there were markings on the outer insulation consistent with the use of a tool. Based on additional information received, the previously reported patient code of (B)(4) no longer applies to the event. See manufacturer¿s report # 3004209178-2017-24643 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their device was giving them a lot of pain and the healthcare professional (hcp) thought that maybe there was short in the system. A revision was then performed and the lead was changed on the same side as the ins because the patient never felt the stimulation in the right area. The patient stated that a couple of months before the revision surgery, they had told their hcp that they were tender at the ins site and that it bothered them to stretch or bend and ¿hurt really bad¿. There were no further complications reported or anticipated.